Event description:
It was reported that when using the bd pyxis¿ medbank mini, users were unable to retrieve medication because the drawers were offline.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that r6 cabinet was offline. A technical support specialist (tss) remotely accessed the cabinet, updated the network controller internet protocol (ip) address, and restarted the application. The customer later reported that the connected drawer adapter card was being detected. After the unit was rebooted, the drawers came back online, and the customer was able to log in successfully. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.